Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on(B)(6) 2023. During the procedure, the speedband was successfully installed onto the scope wherein there was no difficulty experienced upon setting up the device; however, the trip wire was unable to pull, therefore, the band ligators were unable to deploy. It was reported that they did not ligate the varices, and the procedure was aborted. There were no patient complications reported as a result of this event.